Manufacturer narrative:
The reported issue that the device had a patient side occlusion error during preventative maintenance was confirmed via device service history review; however no device was received for this file. It is suspected this a duplicate recorded issue for the same device. The file was opened to document the issue that was reported. No further investigation of this event is deemed necessary by cad. The alaris pump module it typically used for treatment. The customer stated that there was no patient involvement. This file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
It was reported that the device had a patient side occlusion error during preventative maintenance. Device was not in use on a patient at time of the issue.